Event description:
It was reported that the robotic assisted saw interface right device was being used with a saw handpiece device that was reported to have been cutting in and out during the procedure. During an in-house engineering evaluation, it was determined that the saw interface device had a loose fit when assembled with the saw handpiece. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device stuttering was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during evaluation have been confirmed. The issue related to the loose saw interface device has been escalated to a CAPA. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. The assignable root cause could not be established. UDI: (B)(4).